Event description:
It was reported that the surgeon attempted to insert an aq2010v silicone 3-piece lens, but the lens became stuck in the cartridge. There was no pt contact or injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens stuck in the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the even could not be determined. It should be noted that the injector was not returned for evaluation.